Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, a3a, b3, b5, b6, d1, d2, d4, d6b, g2, g4, h4, h6. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported "recalled implants, increasing discomfort and medical concerns". Later healthcare professional reported "capsular contracture discomfort and device deformity. Pain on palpation of the breasts, asymmetry, palpation of indurated implant". Un-reporting pain. This record is for the right side. Device was explanted and replaced.

Event description:
Patient reported "recalled implants, increasing discomfort and medical concerns". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain and appropriate term/code not available (recall).